Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Left hip revision. Patient complained of pain and the dr. Believes the patient has an allergy to the cement. The dr. Removed the exeter stem and head and put in a new liner and securefit cup. No delay in surgery.